Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted; the optical trocar, lens, fixation trocar, circular and envelop seals all appeared intact. All components were firmly intact, no loose parts were observed. A small piece of plastic seal came attached to a blue clip which does not belong to the device received. Pmv performed functional testing: when the trigger was actuated, the knife blade advanced and cut through the test media. The port passed a leak test. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic procedure, the device¿s plastic piece fell off onto sterile field. Surgeon was able to continue using the device to complete the necessary procedural steps. There was no injury caused to the patient and no medical intervention was required.